Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 600 mg/dl. The patient treated via insulin pump therapy and her blood glucose at the time of call was 185 mg/dl. The insulin pump passed the high pressure test and the self test. The insulin pump was not returned for analysis.